Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, the device touchscreen did not respond when pressed. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.